Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission :02/02/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2016 with the following findings: during a visual inspection of the pump, the battery compartment was found to have stripped threads. The returned battery cap had stripped threads and did not secure properly to the returned pump or test pump. The battery cap contact dimensions measured within specifications.